Manufacturer narrative:
(B)(4). The sample was not returned; therefore, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a flo-gard IV solution administration set was disconnected from the drip chamber. This was noticed before use. There was no patient involvement. No additional information is available.